Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hypoglycemia. Customers blood glucose value was 52 mg/dl and 58 mg/dl. Customer stated auto mode was active. The device will not be return for analysis.